Event description:
Patient connected to a 5fu ambulatory home infusion pump. Pump to infuse 101 ml @ 2.2 ml/over 46 hours. Nurse noticed reading on pump had not yet reached 101 ml. She had to wait an extra 45 minutes before pump reached a total infused volume of 101 ml. Pump was also vibrating without any increase in the volume delivered.